Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (compound) 30mg/ml for a total dose of 7.49mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2016 motor stall was seen at initial interrogation. Patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event logs reported an active motor stall. It also noted stopped pump may exceed tube set and multiple motor stalls and recoveries occurred. Hcp stated the patient had had intermittent motor stalls, recoveries, and tube set since (B)(6) 2016. Caller also stated the patient had been exposed to xrays in the hospital, but denied MRI interaction. Pump was currently stalled on (B)(6) 2016 at 0900 and no recovery. The following electromagnetic interference (emi) considerations was reviewed: potential emi/magnetic sources, which caller denied. The following motor stall considerations were reviewed: silence audible alarms, consider pump replacement, consider programming minimum rate, and cover patient with non-pump medication. It was recommended to return pump if explanted/replaced. Patient was to follow up with hcp, and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.